Event description:
Per the clinic, the patient experienced poor performance with the device, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 15, 2014.